Manufacturer narrative:
Result: the coil was severely damaged. The coil stretch resistant (sr) wire was broken and the coil was unraveled. Conclusion: the complaint has been evaluated. The compliant indicates that the ruby coil was prematurely detached during retraction of the coil. Evaluation of the returned device confirmed a detached coil however, the coil pusher assembly was not returned and unintentional detachment could not be confirmed. If the coil did unintentionally detach, it appears the detachment was due to a break in the coil sr wire. This type of damage typically occurs when force is placed on the coil in excess of the tensile strength of the sr wire material. The coil was significantly damaged, likely due to the snare device used to remove the coil. These devices are 100% functionally test during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the ruby coil unintentionally detached and began to unwind. The physician used a snare device and removed the detached ruby coil. The procedure continued successfully with no report of an adverse effect on the patient.